Manufacturer narrative:
(B)(4). M / l taper g2 modular femoral stem press-fit plasma sprayed # item 00771301100 lot 63161443, kinectiv modular neck # item 00784803300 lot 63151229, bioloxâ® delta, ceramic femoral head # item 00877503202 lot 2801912, tm shell porous with cluster holes # item 00620205022 lot 63146874. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05135 and 0001822565-2018-05137. Reported event was confirmed by review of revision op notes. Op-notes of revision surgery stated that patient underwent revision of right total hip replacement due to pain and failed attempts at conservative therapy. The patient was worked up for possible metallosis. However, no evidence of metallosis was noted during the procedure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain approximately 13 months post initial surgery. No additional information available.